Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # 324c34. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue and one staple line could be observed on the tissue, however, no malformed staples could be observed. Based on the photos the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 324c34 / 33tcr10 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that using tcr10 reload for a diag lap+ segments resection + anastomosis of jejunum. The tcr10 got stuck while firing & staples were not formed properly. No patient consequences were reported.